Event description:
The pt was implanted with a vented electric lvad in 2003. The following day, pt experienced sporadic alarms after a dressing change. The pt was running in auto rate mode at the time of the alarms. The hosp contacted the manufacturer for assistance. The manufacturer clinical specialist inquired if any fluid had been aspirated into the vent port. At first, hosp personnel responded no; however, after discussing this with the nurse who had performed a dressing change on the pt prior to the alarms, the hosp stated that maybe a few drops had gotten into the lvad percutaneous lead/vent port while doing the dressing change. The manufacturer suggested taking a perc lead x-ray and down loading a motor waveform data card. Manufacturer personnel provided the hosp with options to assist in trying to clear the fluid from the percutaneous lead and motor housing. Pneumatic actuation of the lvad was also reviewed. The pt was switched to pneumatic actuation using a stroke volume limiter and a drive console.